Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 1. 86 mg/dl and 923 mg/dl 2. 42 mg/dl and 923 mg/dl 3. 49 mg/dl and 923 mg/dl 4. 56 mg/dl and 923 mg/dl sets of readings were taken at different times. Customer states that he was in shock and that his eyes could not focus at the time of the readings. Customer self-treated with candy, peanut butter, and ice cream due to readings and how he felt. Customer felt better 15 minutes later. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.